Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to supra ventricular tachycardia (svt). It was noted the right atrial (ra) lead was undersensing and that the right ventricular (rv) lead and ra lead had diminished sensing. Follow up with the physician's office indicated that no reprogramming has been done at this time. The device and leads remain in use. No further patient complications have been reported as a result of this event.